Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A pharmacist reported that the trocars were leaking during a procedure. Additional information and product sample have been requested.

Manufacturer narrative:
A review of the device history record indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are eighteen additional complaints associated with the lot for the reported issue. Two opened trocar hubs were received for evaluation. The returned samples were visually inspected. One sample was found conforming and one sample was found non-conforming with a cut in the septum. The conforming sample was then functionally tested for leaking and was found conforming. A possible contributing factor related to the manufacturing process of the valves has been identified. The exact root cause for this complaint is unknown. An investigation has been completed and actions are presently being implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).